Event description:
It was reported that implant movement/shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During the day of the procedure the physician performed an ablation with pulsed field ablation (pfa) and closure device implantation. The physician implanted a 27mm closure device in an appendage with a max ostium of 19mm and usable depth of 12mm. The patient had a challenging anatomy. The physician decided to attempt the closure device since it was going to be across the septum for the ablation. There was a minimum of three (3) deployments. During the first deployment, the closure device was selectively engaged into the anterior lobe. The second deployment was slightly more proximal, but when a contrast injection was performed, it showed that the posterior lobe was still largely uncovered. The physician deployed one more time, more proximally. The closure device was on the lower end of compression (12-14.8 percent). The physician had a discussion that the proximal and lower compression was not ideal, but it was where the closure device needed to be to cover all the lobes. The physician also discussed that there was not sufficient depth for a larger closure device. The physician chose to leave the closure device in place. On the routine 45 day follow up transesophageal echocardiography (tee), it was discovered that the closure device had migrated to a more proximal position. In 0, 45, and 90 views, the closure device was still engaged in the appendage, and it did not appear that there was a leak with color doppler. There was no 135-degree view, which may be the best view to show a leak. The physician decided to change the patient to dual antiplatelet therapy (dapt). On (B)(6) 2025, the patient called the physician and reported experiencing seven minutes of a visual disturbance described as a halo. The patient underwent brain imaging, where no clot or ischemia was noted. The patient also visited an eye specialist, who did not find any abnormalities. The physician decided to place the patient back on oral anticoagulation (oac) and schedule a cardiac computed tomography (CT) in two (2) months to determine if there was no leak. Upon reviewing the images, there was significant swelling of the coumadin ridge. There was no patient complications.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Media review: the provided medical media was captured during a follow up appointment and does not require further review by the bsc medical safety team. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60270 batch # 0037109929. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant movement/shift (imaging and medication required). Risk review: a risk review was completed and confirmed that the event of implant movement/shift was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that implant movement/shift occurred.a left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. During the day of the procedure the physician performed an ablation with pulsed field ablation (pfa) and closure device implantation. The physician implanted a 27mm closure device in an appendage with a max ostium of 19mm and usable depth of 12mm. The patient had a challenging anatomy. The physician decided to attempt the closure device since it was going to be across the septum for the ablation. There was a minimum of three (3) deployments. During the first deployment, the closure device was selectively engaged into the anterior lobe. The second deployment was slightly more proximal, but when a contrast injection was performed, it showed that the posterior lobe was still largely uncovered. The physician deployed one more time, more proximally. The closure device was on the lower end of compression (12 - 14.8 percent). The physician had a discussion that the proximal and lower compression was not ideal, but it was where the closure device needed to be to cover all the lobes. The physician also discussed that there was not sufficient depth for a larger closure device. The physician chose to leave the closure device in place. On the routine 45 day follow up transesophageal echocardiography (tee), it was discovered that the closure device had migrated to a more proximal position. In 0, 45, and 90 views, the closure device was still engaged in the appendage, and it did not appear that there was a leak with color doppler. There was no 135-degree view, which may be the best view to show a leak. The physician decided to change the patient to dual antiplatelet therapy (dapt). On (B)(6) 2025, the patient called the physician and reported experiencing seven minutes of a visual disturbance described as a halo. The patient underwent brain imaging, where no clot or ischemia was noted. The patient also visited an eye specialist, who did not find any abnormalities. The physician decided to place the patient back on oral anticoagulation (oac) and schedule a cardiac computed tomography (CT) in two (2) months to determine if there was no leak. Upon reviewing the images, there was significant swelling of the coumadin ridge. There was no patient complications.